Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge onto pump, and initial attempt to reload same cartridge did not resolve issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic tap area, then was guided through properly filling and loading new cartridge, after which cartridge loading was successful and insulin delivery was resumed; no additional issues were reported.